Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated as (B)(6) 2011. Coronary stent used in periphery. There was no reported product deficiency. Hypersensitivity/allergic reaction/rash and nausea are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the promus stent was implanted in the inferior mesenteric artery, it should be noted that the promus IFU states that: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects. The herculink stent is being reported under a separate medwatch report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that approximately 2 weeks post implantation of 2 herculink stents and 1 promus stent in the superior mesenteric, celiac and inferior mesenteric arteries, the patient experienced nausea and a rash. On (B)(6) 2011, the patient was seen by their physician. Plavix was discontinued. The patient will be tested for allergies to both stents. Although requested, there was no additional information provided.